Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 24th october, 2022 getinge became aware of an issue with one of surgical lights - hled. It was stated the main tube cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. It was stated the main tube cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification as detachment of the bumper could be treated as technical deficiency and it contributed to the event. There is no indication if the device was or was not being used for patient treatment when the issue occurred. During the investigation it was found that in the past the reported scenario has never led to serious injury nor death. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low. As stated, the missing tube cover detected during servicing was probably removed previously, the reason has not been indicated. To prevent any incident instructions for use for hled (IFU 01601 en 09), which mentions on pages 10 and 38-40: for safety reasons, do not alter or adapt the device in any way without approval from maquet sas. Check the lightheads for chipped paint, impact marks and any other damage. Check for any loose covers and caps. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.